Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced bad response from the keypad. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector noted during visual inspection. The pump passed the leak testing. The pump was received with minor scratches on the lcd window, a scratched case and pillowing keypad overlay.